Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) performed troubleshooting with the customer. The fse discussed the possible causes of the alarm with the customer and reminded the customer that the v60 is not intended for patient transport. The fse advised the customer to perform performance verification testing of the oxygen flow and oxygen verification testing. It was also suggested that the customer check with the ambulance transport to verify their oxygen cylinder regulators are flow restrictive. The v60 user manual states: the ventilator is not intended for use as an ambulance transport ventilator or as an automatic transport ventilator as described by the american hospital association and referenced by the FDA. It is intended to allow the patient to be transported within the hospital setting using a cart to move the ventilator.

Event description:
It was reported that a "no oxygen" alarm occurred during patient transport. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.